Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, reportedly it sucked up a large chronic piece and caused it to fail. It stopped aspirating and spinning. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation, the test guide wire went through the catheter with resistance till the metal gear wheel. Even after flushing it would not aspirate. After screwing the helix out a little bit, it was found broken at twenty cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.